Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that a percutaneous tracheostomy was performed using a ciaglia blue rhino percutaneous tracheostomy introducer set with versa tube and the patient could not be ventilated. The inner woerther tube couldn't be blocked because the cannula had a hole. The patient required an additional procedure to remove the cannula and place a new device. There were no additional adverse effects to the patient reported.